Event description:
It was reported that this right ventricular (rv) lead was revised due to unknown reasons. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b1 adverse event/product problem. Correction to field b5 describe event or problem. Correction to field h6 patient codes. Correction to field h6 impact codes. Correction to field h6 device codes.

Event description:
It was reported that the patient experienced a pericardial effusion and perforation from this right ventricular (rv) lead. This condition was confirmed during x-ray examination. The physician opted to reposition this lead. The lead remains in service. No additional adverse patient effects were reported.